Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending artery (lad). The 3.0 x 16mm liberte mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and it was noted that the stent edge was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).